Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra clinical team indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. Perforation and intracranial hemorrhage are included as possible complications in the instructions for use (IFU) for the penumbra system. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a velocity delivery microcatheter (velocity) and a non-penumbra sheath. During the procedure, the patient suffered a vessel rupture after the completion of the first pass. Therefore, the vessel was tamponaded with a balloon; however, the extravasation continued. Therefore, a coil occlusion was performed and the event was considered resolved. The vessel rupture was reported to be a serious adverse event with a possible relationship to the penumbra system and a definite relationship to the index procedure. On 22-dec-2022, an update was received from the site indicating that the vessel rupture was unrelated to the penumbra system. On 04-apr-2023, additional information indicated that the clinical events committee (cec) adjudicated that the vessel rupture was definitely related to the penumbra system and the index procedure.